Event description:
It was reported that "using a capio slim device and monodek suture, while the capio device was activated inside the patient to shoot the bullet through the ligament, the bullet became completely unattached from the suture - the suture came out and the bullet was lost inside the patient. We had to get xr in and sure enough it was located within the pelvis and has had to be left in situ decision made by gynae consultant using the device and also on call general surgeon advice. Patient admitted to hospital beyond the standard of care". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.